Manufacturer narrative:
The lens was returned in surgical gauzes. Blood, solution, and surgical gauzes material are dried on the lens. The optic was cut into two portions, typical of insertion and removal. The cut optic portion had small scratches and scuff marks on the anterior and posterior side of the lens. The file indicated the use of a qualified monarch iii (d) cartridge, with a monarch iii handpiece, and a non-qualified viscoelastic. The reported scratches were observed. The root cause for the reported complaint appears to be related to failure to follow the instructions for use (IFU). The file indicated the use of a non-qualified viscoelastic with the lens/delivery system combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information was requested however, further information has not been received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that scratches were noticed on the intraocular lens (iol) following implantation. The iol was cut, removed and a back-up lens was implanted. There was no patient harm. Additional information was requested however, further information has not been received.